Event description:
On (B)(6) 2018 the consumer stated that she had the reading glasses on for about an hour. She felt an itching sensation while wearing the glasses. When she woke up the next morning, she discovered that there was a burn on both sides of her nose from the nosepads. Injury information: injury, no first aid or medical attention received. Purchase date: (B)(6) 2018.